Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports a case when the image quality was bad and the surgeon could not visualize the stent. No reported injury. No add'l details were available from the facility.